Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep adjusted the power supply, and replaced and reformatted the cine drive. The sys was tested and is operating as intended.

Event description:
The customer reported that the 9800 sys displayed a cine disk error message. No pt injury was reported.